Event description:
It was reported that during an unknown procedure, after the device was fired, the user opened it and the staples were not fired at all. Hand sewing was used to complete the procedure. Or time was extended by 1.5 hours. There was no further consequence to the patient.